Event description:
Info rec'd indicates during a preventive maintenance check the technician found that the bed exit system would arm but not alarm.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.